Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the customer received a "pump jam error" message during prime. The customer lessened the occlusion and he still got a pump jam error. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.